Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones and displayed shock impedance <20 ohms. The low impedance was reproducible with office testing. A boston scientific crm technical services (ts) consultant discussed that the right ventricular (rv) lead was most likely shorted or damaged and discussed that the device may not deliver effective therapy. Impedance was normal for both coils when tested with the pacing system analyzer (psa). Ts discussed the shorted condition and that they could short the new device out. Ts discussed that the psa will not tell them anything and advised replacing the lead. The issue began immediately after a lvad was implanted and interference from the lvad was suspected. Further troubleshooting was performed in the lab.

Manufacturer narrative:
Impedance fluctuated depending on the left ventricular (lv) lead configuration. Ts discussed that the lv pacing vector will not affect the shocking lead impedance. Impedance was normal after the lv pacing vector was reprogrammed so the physician elected to leave the rv lead and device in service. The patient had received external shocks for vf in the past and it was possible that the device was damaged due to the shocks. A memory dump and save to disk revealed no evidence of a shock into a shorted lead condition. There was no clear failure mechanism that could cause the alleged behavior. Further in-office testing was performed and the low impedance behavior could not be reproduced regardless of lv configuration and a cxr did not show any physical contact between the lvad and the crt-d system. The patient will be monitored and no further intervention was planned. The device remained implanted for over four more years and then was explanted for normal battery depletion and returned for analysis. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output. A series of electrical tests was also performed, and again, normal device function was observed. Review of device memory showed that in (B)(6) 2009 there were open left ventricular (lv) and right ventricular (rv) pacing and high voltage impedances and that tachy therapy was programmed off. This correlated to when the patient received a heart transplant and suggests that the leads were capped, with subsequent explant approximately 3 weeks later, and implant of a new right atrial (ra) lead. This device then remained in service as an air device (no ventricular leads implanted) until it reached elective replacement indicator (eri) and was changed out. No device issues identified and the field observation was not confirmed. (B)(4)